Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's spouse that the patient is deceased and specified that the cause of death was low blood pressure and a heart attack. The patient's spouse stated that they did not think the implantable cardioverter defibrillator (ICD) was faulty, but they did not think the ICD was not right for the patient and the patient died because of it (the ICD).